Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok, up, and down arrow keypad buttons were unresponsive. It was reported the issue occurred 1 week prior to the alert date. It was reported that the ok, up, and down arrow keypad buttons were intermittently unresponsive prior to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.